Event description:
This lead was capped and replaced due to high thresholds and low sensing. The physician tried repositioning the lead with no success so replaced it with another ICD lead. There were no adverse pt events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.